Manufacturer narrative:
Additional information: b5-reportedly, "the lens implanted and aligned as per iod to 14 degrees clockwise (166 degrees) routine and in absence of complications. On examination post-op day 1 it wa found to have moved to a position of 15 degrees (29 degrees from intended axis). This resulted in a significant refraction for which we have undertaken a secondary rotation - well aligned and back in position. The lens had rotated 25 degrees from the intended axis to a position of 10 degrees following repositioning." Lens was explanted on (B)(6) 2020. It was reported that the surgeon concluded that the autonomy of the eye was too large for an exchange therefore decided to explant and will continue laser procedure for this eye. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, -0.00/5.0/109 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.